Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not power on. The power supply found out of electrical specification. Hinge plate screws were missing causing the hinge plate to be loose. Concomitant medical products: product ID: 229047 analyzer. (B)(4) .

Event description:
It was reported the programmer would not power on. External body damage. The programmer was returned for repair. There was no patient involvement.